Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slide rail on the left side of the drawer had completely fallen apart, preventing the drawer from opening without manual force. A field service engineer (fse) powered down the station and replaced the slide rail. After testing, it was confirmed that the drawer opened and closed smoothly. The customer successfully inventoried medication in the storage space, and preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had cracked and it require maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.